Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a right open inguinal hernia repair with/mesh, direct. He had revision surgery 1 year and 11 months post-surgery. The patient experienced revision, nerve blockage.